Event description:
A customer reported that the system's footswitch presented problems during the surgical procedure. The system was switched out to complete the surgery. There was no harm to the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).